Event description:
A system 1000 hemodialysis instrument was programmed to remove 6.1 kg of ultrafiltrate during a 4hour and 20 minute hemodialysis treatment. The center reported that at the end of the treatment the pt had removed 0.3 kg. The pt's pre-dialysis weight was reported as 106.6 kg and the post-dialysis weight was 106.3 kg. A post-dialysis weight of 99 kg was expected.